Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device gives a clutch error. No patient injury reported.

Manufacturer narrative:
Visual inspection found the plunger head tamper seal was broken, a cracked top case, bottom case, battery door and plunger case. The devices event history log was reviewed for evidence of the reported problem and found ?check clutch error? In the log. To conduct functional testing an occlusion test was performed. Upon testing, the reported problem was duplicated. The root cause was determined to be the dirty and worn-out lead screw and clutch halves. The lead screw and both clutch halves were replaced to solve the issue. Additionally, the clutch spring, plunger assembly, plunger cable, lcd display, power supply insulator, top and bottom cases were replaced and lcd spacers were added. The device then passed all functional tests. Service history review identified no indication that the complaint was related to a service of the device within the review period.